Event description:
It was reported that when using the bd pyxis¿ medbank tower aux machine turned off, device was not working, and no sound could be heard. Customer stated that there was a power shortage an hour before the issue occurred. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that system was turned off. A technical support specialist (tss) attempted to remote in and observed that the machine had been offline for 50 minutes. The user confirmed that no other devices were affected. The tss instructed the user to change the wall plug to a different port, after which the machine powered up. The tss waited for the user to confirm successful login. Once confirmed, the issue was resolved. The system functioned as intended after the technical support specialist investigated the device.